Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened extension set from lot number 2055580. Additionally, three photos were provided for investigation. The photos are mostly representative of what was returned. However, in one photo an additional extension set (making the total 2) is depicted. No damage or defects can be observed on this additional unit. Therefore, the investigation will focus only on the returned unit and its corresponding photographs. A gross visual inspection of the returned unit found that the q-syte attached to the extension set was missing the top disk slit. The unit was dissected for inspection of the bottom disk where no slit was found on the bottom disk either. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect possibly relating to a broken/missing blade or a mixed product of non-slit septum with slit septum. There is a 100% inspection during the lube station that checks for the presence of a slit. Operators perform inspections for missing slit per the quality control plan to mitigate the occurrence of this defect. Preventative maintenance was verified to be up to date during the production of the sub lots. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the connection of the q-syte joint valve was closed and could not be opened. A green claim was required, and a complaint reply letter with a bd seal was required. Samples could be returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore there was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during use, it was found that the connection of the q-syte joint valve was closed and could not be opened. A green claim was required, and a complaint reply letter with a bd seal was required. Samples could be returned.